Event description:
It was reported, that prior to starting a da vinci assisted procedure. The jaws of the large clip applier were stuck, and the surgeon could not get it to move. There was no patient involvement.

Manufacturer narrative:
The large clip applier was returned and evaluated by the failure analysis team. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips clip test was performed and failed. Signs of corrosion were found on the instrument bearings. Pitch and grip input disk bearings exhibit orange discoloration. Hairline cracks were found on grip input shafts. Improper cleaning during reprocessing most commonly causes this type of failure.